Event description:
It was reported to vyaire medical that the bellavista1000 us has unintelligible characters on screen and unable to power down. Furthermore, there was no patient involvement associated with this event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. However, customer sent the unit logs for analysis. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.